Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "system fault" alarms. To further investigate, a functional and accuracy test were performed. Customer problem was not duplicated. The error code only appeared in history one time; it will be cleared during the repair process and preventative maintenance will be performed on the pump.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited alarm 46228 while running. No patient injury reported.